Event description:
Customer reported an issue with the panorama central station with telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacing the radio transceiver board and readjusting the antenna output voltages. System was calibrated and safety checked to factory's specifications.